Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the bottom monopolar port of the erbe generator was not recognizing instruments. Customer initially checked the energy cables as a potential cause. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was checked upon start up. The issue was initially intermittent, and customer thought it was the cables. Erbe worked fine the entire procedure, but customer requested to have it checked by the field service engineer (fse). There were no errors found during system set up. The customer was able to complete the procedure with the same erbe. No patient harm was noted. Patient-related information is not available to be released.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse arrived on site and was able to replicate the issue. Fse replaced the erbe to correct the problem. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. The unit was returned for failure analysis in a good condition and the reported failure (monopolar socket 4 failed instrument detection) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Mb0-error was found present in the error logs. The unit will be returned to the original equipment manufacturer (OEM) for repair. There was no image or video clip submitted for review. An event verification confirmed the benign hysterectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: the electrosurgical unit (esu) generator bottom port was not recognizing instrument during procedure. The surgeon was able to continue with the procedure and completed it robotically without any patient injury. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.